Event description:
(B)(4). Based on the information received on 11-jan-2018, the case initially processed as non-serious has been updated to serious because seriousness criteria of required intervention was added to events of pain and joint stiffness this unsolicited case from united states was received on 21-dec-2017 from other non-health care professional. This case concerns (B)(6) female patient who received treatment with synvisc one and after an unknown latency patient had pain and joint stiffness no medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient received treatment with intra-articular synvisc one (lot number: 7rsl019; frequency, dose, indication and expiration date: not reported) in left knee.on unknown date, latency unknown, patient had experienced pain and joint stiffness. Corrective treatment: not reported for both events. Outcome: unknown for both the events. A global pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events additional information was received on 11-jan-2018. This case initially processed as non-serious has been updated to serious because seriousness criteria of required intervention was added to events of pain and joint stiffness. Case was updated to single patient case. Patient demographics were added. Clinical course updated. Text was amended accordingly

Event description:
This case was cross referenced with cases: (B)(4). Based on the information received on 11-jan-2018, the case initially processed as non-serious has been updated to serious because seriousness criteria of required intervention was added to events of pain and joint stiffness. This unsolicited case from united states was received on 21-dec-2017 from other non-health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one and after an unknown latency patient had pain and joint stiffness no medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient received treatment with intra-articular synvisc one (lot number: 7rsl019, expiry date: may-2020; frequency, dose, indication: not reported) in left knee.on unknown date, latency unknown, patient had experienced pain and joint stiffness. Corrective treatment: not reported for both events outcome: unknown for both the events a global pharmaceutical technical complaint (ptc) was initiated with global ptc number: global ptc number: (B)(4) the production and quality control documentation for lot # 7rsl019 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl019 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 12-jan-18, there were 9 complaints on file for lot # 7rsl019: (9) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for both events additional information was received on 11-jan-2018. This case initially processed as non-serious has been updated to serious because seriousness criteria of required intervention was added to events of pain and joint stiffness. Case was updated to single patient case. Patient demographics were added. Clinical course updated. Text was amended accordingly additional information was received on 14-jan-2018. Expiry date of synvisc one was added. Global ptc number and results were added. Text was amended accordingly.